Event description:
The customer reported a leak approximately 20 mls in volume of blue fluid coming from an unknown source of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found disconnected tubing at vl46a (flush valve). The fse replaced vl46a resolving the leak. (B)(4).